Manufacturer narrative:
Data logs were reviewed and confirm the complaint. The device was not returned for investigation. The cause of the low or blocked pump flow/pump suction was most likely patient condition related since the patient had severe heart failure which not tolerate with treatment. The cause of major bleed was most likely due to use related since the additional modified purse string sutured required for hemostasis. The root cause of the fever and arrhythmia was unable to be determined due to insufficient clinical details. The cause of the respiratory failure and hemodynamic instability was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
A review of the data logs confirmed the complaint. The pump was not returned for review. The cause of the low or blocked pump flow/pump suction was most likely patient condition related since the patient had severe heart failure which not tolerate with treatment. The cause of major bleed was most likely due to use related since the additional modified purse string sutured required for hemostasis. The root cause of the arrhythmia and fever was unable to be determined due to insufficient clinical details. The cause of the respiratory failure and hemodynamic instability was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
It was reported that a patient implanted with an impella rp flex experienced bleeding at the access site. An additional modified purse string suture was required to achieve hemostasis. Pump alarms occurred for suction so fluid and blood products were given. The patient experienced atrial fibrillation along with a drop in impella flows and hemodynamic instability requiring an increase in pressors given. Cardioversion was attempted but was unsuccessful. The patient also experienced increasing hypoxia and fevers. The patient's family decided to give comfort care and the patient expired.